Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated that left l3 drg lead had high impedances and the right l3 drg lead had low impedances. As a result, surgical intervention took place on (B)(6) 2025 wherein both the leads were explanted and replaced to address the issue.